Manufacturer narrative:
This adverse event is being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
The reported event is related to a procedure that was performed at (B)(6) 2017. During the operation, the surgeon reported that l4 & l5 left trajectories deviated in comparison to the original planning. Confirmation shots confirmed the deviation and after ruling out c-arm malfunction the surgeon has decided to abort the use of the system and continue freehand. Consequently, the surgical approach of the procedure was changed from minimally invasive to open procedure and resulted in an unusual loss of blood and surgical prolongation. The surgeon reported that the patient feels well, and did not suffer from any residual damage.